Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with pancreatic fluid collection (pfc) drainage procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the second flange of the stent did not deploy. The device was removed from the patient with the stent still partially deployed on the delivery system. A second hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.